Event description:
The customer reported to vyaire medical that the avea ventilator positive end-expiratory pressure (peep) measured at 3 cmh2o when set to 6. At this time, there was no information for patient involement associated with the reported event.

Manufacturer narrative:
The device was not returned for further evaluation; therefore a definitive root cause could not be determined. However, the customer stated that the diaphragm was new and requested cal/mfg codes to perform an exhalation valve characterization, and codes were provided. No further customer activity has occurred. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.